Event description:
The initial reporter stated that "the pump resets itself and does not alarm for any kinking in the tubing". The initial reported also stated that the patient had no adverse effects due to this complaint, but no further information was provided. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation, the pump was found to be operating as expected. The alarms did occur per product specifications. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that "the pump resets itself and does not alarm for any kinking in the tubing". The initial reported also stated that the patient had no adverse effects due to this complaint, but no further information was provided. (B)(4).